Event description:
It was reported that during a meniscal repair surgery, the omnispan orthocord the 2nd plate was detached before deployment. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. During in-house engineering evaluation it was determined that the spring pusher tip of the meniscal deployment gun device was deformed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection found that the deployment gun was returned for evaluation. The spring pusher tip was deformed. The spring pusher had foreign matter, presumable biological matter. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the meniscal deployment gun would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to aggressively inserting the needle on the gun's connector and rough maneuvering of the device. As per the instructions for use (IFU): it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.